Event description:
During an angioplasty procedure of the iliac artery (side unk), the balloon burst. The vessel was described as calcified. The inflation was performed with a syringe. Another optapro balloon was used to complete the procedure. There was no reported injury to the pt. As per the qualrap, no add'l info is available.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.